Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 84 days. The pump remains in use supporting the patient. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted for gi bleeding with dark stools observed. On (B)(6) 2015, a gi scope was performed and the source of bleeding was cauterized. On (B)(6) 2015, the patient¿s hemoglobin was 4.6 g/dl. On (B)(6) 2015, another gi scope was performed and again the source of bleeding was cauterized. On (B)(6) 2015, the patient went to interventional radiology for clipping. The sources of bleeding were not provided. The patient received an unspecified amount of packed red blood cells regularly throughout the course of this admission. It was reported that the patient¿s hemoglobin generally trends low. The patient has been on heparin since (B)(6) 2015 for subtherapeutic inr. On (B)(6) 2015, the patient¿s inr was 1.6. The patient would be discharged when their inr is therapeutic, between 1.8-2.5. The pump parameters reportedly remained stable throughout the patient¿s hospitalization.